Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to place the spacer implant the device broke into pieces. The broken implant was replaced with a new one and the procedure was completed successfully. The broken implant was retained by the facility and was not returned to bsc.